Event description:
It was reported that the procedure was performed to treat a moderately calcified and mildly tortuous lesion in the right coronary artery (rca). During advancement of the 3.5x18mm rx xience prime drug eluting stent (des) resistance was noted due to the anatomy; however the des was able to cross to the lesion. The stent was deployed at 25 atmospheres; however during post-dilatation, blood was noted to be inside the balloon indicating a leak. The stent was apposed to the vessel wall therefore the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
H6 - medical device problem code 2017 clarifier: above rbp. The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no similar complaints from this lot. It was reported that the stent was deployed at 25 atmospheres. It should be noted in the xience prime / xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent system (eecss), instructions for use (IFU) specifies: do not exceed the rated burst pressure (rbp) of 18 atmospheres, as indicated on product label. Monitor balloon pressures during inflation. Use of pressures higher than specified on product label may result in a ruptured balloon with possible intimal damage and dissection. It is unknown if the IFU deviation contributed to the reported event. A conclusive cause for the reported difficulties could not be determined. Factors that can contribute to difficult to advance/position include, but are not limited to, guiding catheter lumen obstructions, kinks, bends, procedural technique, anatomical conditions, insufficient support, or interactions with other devices. Factors that may contribute to material ruptures include, but are not limited to, material damage, inflation technique, interaction with accessory devices, lesion calcification and tortuosity or insufficient preparation prior to use. In this case, it is possible the device may have interacted with the mildly tortuous, moderately calcified lesion during advancement, as resistance was noted, causing the reported difficult to advance. Further interaction with the challenging anatomy may have contributed to the reported material rupture; however, without the device to examine, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.